Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed which observed a leak coming from the middle port. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a defective seal on the middle port which resulted in a leak. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.